Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medbank at the facility had experience repeated issue where the drawers keep going offline during transaction. A technical support specialist (tss) checked the system and found that the last windows update had been applied, so tss advised updating windows to the latest version. The new update was installed, and tss rebooted both the all in one and the cabinet. Pharmacy staff had been onsite completing restock and cycle count transactions, and the connection remained stable. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, reports had indicated that the system had been disconnected during the transaction process and drawers had kept going offline during transactions. Customer had checked the ethernet and cable connection, then plugged the power cable to a different power outlet, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, reports had indicated that the system had been disconnected during the transaction process and drawers had kept going offline during transactions. Customer had checked the ethernet and cable connection, then plugged the power cable to a different power outlet, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.